Event description:
The customer reported that the system displayed an ad channel 15 failure error. Also, the customer needed replacement of the gib board. No pt injury was reported.

Manufacturer narrative:
The ge service rep reloaded the software, replaced the gib board, flash nodes, and reloaded the cal, files. The system is working as intended.